Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was in her back pocket and she was lying down on it completely prior to malfunction occurring. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 178 mg/dl.